Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that healthcare professional called on (B)(6) 2025 at 12:03 pm making a formal complaint regarding a catheter with batch number ngkn2983. No patient involved. They were raising a concern with a batch catheter just in case they have had other cases with the same issues. Basically, the inflation port of the foley catheter was split which resulted in being unable to inflate the water for the catheter. This has happened just for this batch.